Event description:
This is a continuing problem with accuracy. The sensor is continuing to send low readings in the 45 to 55 range. When checked against a blood draw the readings were between 100 and 116. The direction of inaccuracy is not consistent. These sensors can be anywhere up to 60 off. One time it will be higher and next time lower. There is no consistency. I cannot depend on the accuracy of this product. Product details: dexcom g7 glucose monitor using 10 day sensors.